Event description:
It was reported that anesthesia experienced leaking at the y-site while accessing the product with a syringe to push medications.

Manufacturer narrative:
The customer¿s complaint of leaking at the y-site was not confirmed. Although a photo provided by the customer showed white solution on the floor, it could not be determined from where the leak originated. The root cause of this failure was not identified.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that anesthesia experienced leaking at the y-site while accessing the product with a syringe to push medications.